Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a yeast infection underneath the patient's breast. It was reported the patient sweats in excess. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments and was prescribed nystatin cream from a medical professional. The irritation improved. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a yeast infection underneath the patient's breast. It was reported the patient sweats in excess. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments and was prescribed nystatin cream from a medical professional. The irritation improved.